Event description:
The customer reported via phone call that the buttons on the insulin pump were not working properly. The customer's blood glucose was unknown. The customer explained that the stickers from the buttons were no longer there such as those on the act and esc buttons. The customer explained that the insulin pump may have been exposed to moisture. The customer subsequently dried the insulin pump with a hair dryer, causing the buttons to come off. The customer was advised to discontinue use of the insulin pump. The customer was advised to revert to a back-up plan. The customer was advised to contact her healthcare provider for a replacement insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.